Manufacturer narrative:
This information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, open reduction internal fixation (orif) with expert tm afn (B)(6) system was applied to femoral diaphyseal fractures. While the surgeon was drilling the bone using an aiming device for distal side stopping, the drill bit interfered with the nail. The surgeon removed the drill bit from the attachment and hammered it to lead it to the affected hole on the nail. However, the tip of the drill bit was broken, and the broken piece remained inside the bone. The surgeon re-adjusted devices and finally succeeded in distal side stopping. The surgeon commented that the post of the traction device prevented projection from the image intensifier, thus, clear vision at the affected site could not be gotten. Thus, the surgeon could not adjust the angle of the devices precisely. Strong tension was applied to the drill bit due to firm bone, tense iliotibial tract, and soft tissue adhesions around the affected site (from total knee arthroplasty), causing breakage of the drill bit. The surgeon believes that the fragment of drill bit remaining in the patient¿s body is unlikely to cause any adverse consequences. The surgery was completed within a 30-minute delay. The patient is currently in the hospital and will be monitored until bone healing occurs. No adverse consequences to the patient have been observed so far. This report is for a 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: 03.010.061; lot: 2818692; manufacturing site: (B)(4); release to warehouse date: december 21, 2011. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: (B)(4); selected flow: 5. Broken visual inspection: the visual inspection has shown that approximately 25 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in good condition. Dimensional inspection: measurement outer diameter ø4.2mm: gage: 3-03-19309. Tolerance ø4.2mm 0/-0.03mm. Result: ø4.19mm = pass. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed in DHR file to be confirmed as 440a and the hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were between 53.4 -52.9 hrc also within the specification of 52 +3/0 hrc. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in december 2011 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that, and the condition of the item, a product related issue can be excluded. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.